Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, when inserting the device into the patient the wire was unable to cross through the catheter and resistance was encountered when attempting to retract the wire, and it became stuck. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Manufacturer narrative:
The device has been received for analysis. During product analysis the device passed all test performed, showing no evidence of the reported failure. The no problem detected code was selected for the reported allegation.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, when inserting the device into the patient the wire was unable to cross through the catheter and resistance was encountered when attempting to retract the wire, and it became stuck. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.